Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a diabetic ketoacidosis. Her blood glucose level was over 600 mg/dl. She received multiple no delivery alarms. The customer had an infection that caused her high blood glucose level. In the hospital the customer was administered IV fluid and antibiotics. The customer was not wearing her insulin pump at the time of the 911 call. She was off the insulin pump for a week prior to the 911 call. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.